Manufacturer narrative:
Complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the elevator fractured during a procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4, d9. The following sections were updated: b4, b5, d10, g3, g6, h2, h3, h4, h6, h10, h11. D10: elevator #0 cat# 09-0258 lot#d15. Elevator #0 cat# 09-0258 lot#l12. Elevator #0 cat# 09-0258 lot#c13. Crane pick elevator cat# 09-0262 lot# 00376350. For the reported two 09-0262 lots 00376350 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Item# 09-0262 lot# 00376350- review of the device history record(s) identified no deviations or anomalies during manufacturing. A supplier DHR review was not requested as the instrument has an estimated field age of three years of use. Product was 100% inspected and there were no visual anomalies. A definitive root cause cannot be determined. Item# 09-0262 lot# 00376350- the reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.